Event description:
The customer reported that during a case, the unit would not deliver cardioplegia when the flow knob was turned. The perfusionist also noticed that the delivery indicators were not lighting up. The unit was turned off then on several times before getting the unit to deliver; the case was then finished successfully. The unit will be returned. Product code 5201260.